Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead did not capture at all and that there was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.